Event description:
The customer reported they had a speaker malfunction error; the speaker was also noted to not be producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness to the patient's condition, nor was there any emergency treatment required.